Manufacturer narrative:
Steris' distributor is responsible for performing service on the user facility's surgical tables. As the surgical table is serviced and maintained by the steris distributor and not steris service technicians, a photograph of the surgical table was reviewed by steris quality. The photograph revealed a sharp edge on the surgical table's translation cover. The purpose of the translation cover is to protect the components of the translation assembly. During normal use and operation of the surgical table, the patient would not make contact with the translation cover. Due to the unusual movements of the patient after the procedure had concluded, the patient's leg contacted the translation cover, which is located below the surface of the table top. The user facility was provided with replacement translation covers and no additional issues have been reported. The reported event is an isolated occurrence.

Event description:
The user facility reported that at the conclusion of a patient procedure the patient was moving in an uncontrolled manner and made contact with the edge of the surgical table. The patient sustained a cut and received medical treatment.